Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was noted the implant wings (caudal wings) did not crimp to the spinous processes. Reportedly they moved back. It was reported the surgeon did attach the stenofix crimper to the implant holder. It was noted that the surgeon was using the correct technique after he tried to crimp only with the stenofix crimper. This report is for an unknown spine implant. This is 1 of 1 report for complaint (B)(4).